Event description:
The patient reportedly was experiencing decrease in performance and intermittency. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the patient's device has been scheduled.